Event description:
The primary surgery was in 2006. The pt had a swallowing problem and a hole on the esophagus. The plate and screws were removed approx 7 months later. During the removal, the screws were found to be loose.